Event description:
The customer reported that their central nurse's station (cns) is displaying communication loss for six transmitters (zm-531pa's). No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying communication loss for six transmitters (zm-531pa's). No harm or injury was reported.